Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: na. (B)(4).

Event description:
It was reported that a patient underwent an unknown breast surgery with unknown breast implants which the patient reported unknown side has issue with capsular contracture unknown baker grade . At the time of this report, mentor has received no information regarding explantation or an expected explantation date.

Manufacturer narrative:
Additional information received indicated that patient date of birth is (B)(6) 1984, patient age 29 years old, capsular contracture baker grade iii, date of implantation (B)(6) 2013, date of event (B)(6) 2013. Patient informed she was implanted in (B)(6) and will explant in (B)(6). Manufacturer reference number: (B)(4).